Event description:
The company received a report where it was claimed that "the inner cannula of the tracheostomy tube seems to be coming loose causing a whistling sound to be made when pt is breathing." The reporter confirmed the following "no injury occurred to the pt but the tube was replaced with another tube which has been fine."

Manufacturer narrative:
No defects were found in the lock position between 15 mm connector and twist lock head. Additional measurement testing was performed on the sample and all results revealed the tube to be within measurement specifications. Info has been added to the database for trending purposes.